Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the package was open. Photos depicting the reported complaint issue were provided by the complainant. The product was not used.

Manufacturer narrative:
A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and all pm's were completed. Aquacel ag+ extra was manufactured under sap code 1708334 and manufacturing lot number 9c04500. Lot number 9c04500 was sterilized under lot 1226005011 and released on review of results of sterilization. All the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with process instructions for machine doyen 4. Visual inspection performed in accordance with testing methods and completed at the beginning of the order and every fifteen (15) minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 9c04500. This is the only complaint for the affected lot registered within complaint handling system. A photograph has been received for this complaint and has been evaluated in accordance with work instructions. The photograph confirms the product, lot number and the complaint issue. A non-conformance has been opened with investigation. The investigation has now been completed and root cause has been found to be an issue with the foil not passing through the sealing rollers caused by the deflection of the web due to a malfunction on the lower foil unwinding unit of the auto splice machine. The issue has been fixed. No further action is required. Operators have been made aware of the complaint. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.